Manufacturer narrative:
The device in question is new to the market. It is one of the first enteral bag/administration sets to incorporate the new enfit connectors, which were specifically designed to be exclusively compatible with enteral feeding tubes. Moog is one of the first companies to bring enfit connector-containing products to the market, but others will shortly follow suit. In fact, the enfit connectors are scheduled to become the industry standard over the course of 2015, with the older christmas-tree-style connectors scheduled to be phased out of the industry by early 2016. Since the introduction of the new enfit connector-containing enteral feeding sets earlier this year, moog has received a number of complaints about the new sets, the most common being that they leak in the vicinity of the purple enfit connector piece and the white transitional stepped connector. No injury to a patient was alleged in this particular complaint, and moog has not received any additional information indicating that a patient was or may have been harmed as a result of the reported event. Moog would not normally submit an MDR for this event, but is doing so now because this particular issue (leaky enfit connector) has caused a reportable injury to a patient within the last two years. The complainant did not return the affected sets for evaluation. Mmdg will cease production of all its enteral administration sets using enfit connectors and transition back to the previous revision of the product codes that do not include the enfit connector (inf0020, inf0500, inf1200 and gr1200). The previous revision includes neither the enfit connector nor the transitional connector. This revision does not exhibit the same degree of leaking, nor has it experienced any adverse reaction to formula ingredients. Mmdg will produce the previous revision until a suitable solution to the enfit connector material degradation problem is found.

Event description:
The initial reporter stated: "faulty connection and choking hazard" not able to verify which size bag. Lot number not provided. Customer states "we have received the new enfit bags with the temporary adapter, however the adapter is not staying connected to the connection causing loss of feeds and lots of frustration. There has been some information out about how to remedy this solution but those options are not currently working. We have attempted to dry both the enfit adapter and the tube as well as using coban to keep the tubes together as well as using and amt clamp. Patient lost over 1/2 her calories yesterday due to the faulty connection. I fed over 500 ml of formula (which also was wasted) into her crib mattress, which could potentially be ruined as it is saturated in formula. Patient skin is also very irritated from sitting in the formula as well as bile all not as her j-tube drained all night as it was not clamped or connected to the feed bag. Patient unfortunately did not wake up to any of this so this was only found this morning." Other than the under-feeding and skin irritation described above, no serious injury to the patient was reported. (B)(4).